Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator (ICD). During the procedure an attempt was made to connect the lead to the device header. However, the set screw was unable to be tightened. Upon further inspection it was noted that the screw had broken inside of the device header. Further information was requested but not received.

Manufacturer narrative:
The reported event of set screw too loose was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed septum material in rv setscrew, consistent with having occurred during the procedure. The reported event of loose set screw was traced to procedural related damage and there were no electrical or mechanical anomalies noted with the device.